Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Event description:
During a t4-ilium psif procedure, the tip of the hexagonal screwdriver shaft broke off into the screw head while placing the right l4 screw. Surgeon could not remove the tip of the screw. The tip of the screwdriver shaft remains lodged in the l4 screw head implanted in the patient. This is 2 of 2 reports for this event.